Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported physical damage to the retainer ring on the pump and that the reservoir was unable to lock in place when inserted into the pump. The customer stated that the pump was broken into pieces and the infusion set showed signs of damage. The customer reported no adverse event. The event involved product(s) unk_ngp, unomedical, and mmt-1884. Troubleshooting was performed, and the damage impacting pump functionality. No harm requiring medical intervention was reported. No product return is required for unomedical. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Unk_ngp and mmt-1884 were requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The updated information has been provided in below section with this follow-up report. 1. Section b5 - updated summary medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on additional information received, the event involved product(s) mmt-342g, mmt-442ag and mmt-1884. Mmt-1884 returned for analysis. No product return is required for mmt-342g, mmt-442ag. The product material has been changed from unknown ngp to mmt-342g reservoir and the reported allegation is not falling under reportable scenario on product mmt-342g reservoir. Hence the event reported under regulatory report number 2032227-2025-277384 is not reportable.